Manufacturer narrative:
Additional information: b3, g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field information, arthrex was able to determine the most likely cause. The most likely cause of the reported failure is user error, including failing to inspect the device before use and/or using a device that was damaged according to the previous inspection. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Event description:
It was reported that during a latarjet surgery the screw came loose. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update (B)(6) 15-jul-2025: further information was received that the device was initially used during a surgery on (B)(6) 2025. During this surgery the defect was recognized first. The defective device was used during the surgery on (B)(6) 2025 again.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.